Manufacturer narrative:
A visual examination of the returned device revealed a longitudinal tear in the balloon. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. Follow up information revealed that metal clips were used during the surgery.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-4104 for a description of the other event. It was reported to boston scientific corporation in 2007 that a c.r.e. Balloon dilatation catheter was used on a male during an esophageal dilation procedure performed the same day. The stricture appeared in the anastomosis area after esophageal surgery of a malignant tumor (patient weight unknown). According to the complainant, the balloon ruptured during inflation without any consequence to the patient. The device was disposed and the procedure was successfully completed with another cre balloon. One week later, the patient was treated again with the same indication. After repeating the procedure identically, the complainant realized the balloon burst after inflation. The treatment was completed successfully with another balloon of the same kind. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be without pathological findings.